Event description:
Additional information was received and it was reported that the pump was replaced on (B)(6) 2012 for normal battery depletion. The patient was discharged home that day. The next day, on the (B)(6) 2012 the patient started feeling nauseated and had hot flashes and shakes. They took him back to the hospital that day and he had a revision of the catheter done on (B)(6) 2012. Additional information: additional information was received and it was reported that the kink happened at the pump connection site. A dye study was performed prior to replacement. Since it was not conclusive they decided to replace the catheter. Patient had good therapy after the replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005-07, product type: catheter. (B)(4).

Event description:
It was reported that after they put the new pump in, the catheter was kinked. The patient went through horrible withdrawals on the (B)(6) holiday in 2012. After the holiday, they went in and fixed it. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.